Event description:
It was reported that the pump battery was having "charging issue". There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up at the time and no additional information was provided.